Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 7.2cm in diameter abdominal aortic aneurysm. The right common iliac artery had dilated so that there was only about 1cm of seal identified from a CT scan done in (B)(6) 2016. A recent CT, showed that the common iliac had dilated to 2.5cm at the point where the 16x20 limb had landed. It was reported that the patient presented emergently approximately 2 years and 2 months post index procedure with abdominal pain. A CT scan showed an aaa rupture with expansion of the right common iliac artery. An intervention was performed, and the right hypogastric artery was embolized. An additional endurant ii limb was implanted, extending from the flow divider down into the right external iliac, resolving the event. Per the physician, the cause of the event was most likely due to disease progression resulting in the type 1b endoleak. No additional clinical sequelae were reported, and the patient is fine.